Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 99 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 1 device was not available for evaluation. 96 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 99 malfunction events in which the device reportedly overheated. 84 events had no patient involvement; no patient impact. 13 events had patient involvement; no patient impact. 1 event had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 100 events were reported for this quarter. Product return status: 2 devices were received. 1 device was not available for evaluation. 95 devices were evaluated based on historical data analysis. 2 device investigation types have not yet been determined. 100 devices were not labeled for single-use. 100 devices were not reprocessed or reused.

Event description:
This report summarizes 100 malfunction events in which the device reportedly overheated. 84 events had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact. 1 event had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.